Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).

Event description:
This report is based on information provided by authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating treatment failure. There was reportedly no patient involvement. The asp (third party service provider) evaluated the device on site. It was determined that the device has a problem however the details regarding the malfunction was not provided but the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.